Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was unable to prime and received no delivery alarms. Blood glucose value was 160 mg/dl. The customer stated that he changes the reservoir to clear the no delivery alarms. Troubleshooting was declined. The product was not returned for analysis.